Manufacturer narrative:
Additional information was received on 6/4/2019. The implant date has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/10/2019. The devices were explanted on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Burkholderia pickettii was found in the biofilm after a swab of the explanted devices was taken. Additional information was received on 4/12/2019. The devices were implanted as early as (B)(6) 1996. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unknown mentor saline prostheses and experienced bilateral deflation post procedure. The implants began to decrease in size and deflation was confirmed through computed topography. Additionally, the patient began to fill ill in a unspecified manner and a right sided seroma was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-08398 for contralateral prosthesis report.